Event description:
(B)(4). It was reported that the surgical table in operating room-9 is unlocking by itself during cases. Attempts were made to obtain pt info; however, the complainant was unwilling to offer any info. There were no reported adverse consequences.

Manufacturer narrative:
Attempts were made to obtain pt info; however, the complainant was unwilling to offer any info. There is no exp date for this product. Actual device was evaluated in the field on (B)(4) 2010. Eval summary: the field service tech evaluated the table with performance testing and articulations in all directions for 1.5 hrs, and locks stayed in place. In addition, he ran a cycle test at the end of testing and pulled the error log and found no errors of locks unlocking since (B)(4) 2010. Malfunction could not be replicated. Further troubleshooting was conducted by a quality engineer with the bio medical tech who reported the issue, and they could not duplicate the malfunction either. It cannot be confirmed whether there was a malfunction, whether there was user misuse, or if the initial event description was inaccurate. However, if the malfunction did occur during a procedure, there is a potential for articulations of the table to not function as intended. There is a potential for injury if the table cannot articulate as intended during a critical point in a surgery. Although, a malfunction was reported during cases, there were no reported adverse consequences. This type of non-conformance will be monitored for adverse trends. This is not a single use device.